Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed no anomalies.

Event description:
It was later reported this patient was reported to be malnourished or extremely thin prior to this device system being implanted. Excoriated skin over the pump site resulted in exposed hardware. The patient was administered perioperative and intravenous antibiotics for the presumed infection. The cultures were negative and no infection was confirmed. The patient outcome was reported that the infection resolved. This system was also reported to have delivered gablofen.

Event description:
It was reported that wound dehiscence and a possible infection occurred. The pump and catheter were explanted. The device system was used to deliver lioresal (baclofen). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.